Event description:
Battery was reported to be depleting faster than expected by the customer. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and no additional information was received regarding the outcome of the event.